Event description:
Discrepant results for bordetella pertussis between the qiastat-dx respiratory sars-cov-2 panel and alternative method.

Manufacturer narrative:
No serious injuries related to the device were reported. Qiagen is reporting the incident in an abundance of caution and in accordance with the conditions of authorization under the emergency use authorization for this product. The qiastat-dx respiratory sars-cov-2 panel healthcare provider fact sheet published alongside the IFU states, laboratory test results should always be considered in the context of clinical observations and epidemiological data in making a final diagnosis and patient management decisions. The IFU instructs users to do a confirmatory specificity test for CT>29 no injuries were reported. Qiagen is reporting the incident in an abundance of caution and in accordance with the conditions of authorization under the emergency use authorization for this product. The qiastat-dx respiratory sars-cov-2 panel healthcare provider fact sheet published alongside the IFU states, laboratory test results should always be considered in the context of clinical observations and epidemiological data in making a final diagnosis and patient management decisions. The IFU instructs users to do a confirmatory specificity test for CT>29. (Technical issues with esg delayed submission)